Event description:
A (B)(6) female known to the vascular surgery group with multiple prior admissions to the institution, who presented for and underwent left carotid angiogram, angioplasty and stent placement on (B)(6) 2011. Upon presentation the pt was awake, alert and oriented to person, place and time -aaox3, moving all extremities (mae) and ambulatory. During the procedure, due to the increased stenosis (90%), the boston scientific balloon being utilized ruptured after the stent was inserted. The pt evidenced neurological changes (upper extremity weakness and aphasia) so nitrogylcerin was administered. The procedure was quickly completed and angiograms at the conclusion of the surgery failed to reveal evidence of emboli. A stroke team consult was called and the pt was transferred to the step-down unit. Plavix was initiated and the pt was followed closely by neurology. Upon discharge on (B)(6) 2011 to home, she had 4/5 movement in the right upper extremity (rue) and 5/5 in the left upper extremity (lue), no facial asymmetry and was ambulatory.